Event description:
The customer reported that the pump battery would not charge, and the screen remained dark despite attempts to resolve the issue by using different wall outlets and adapters. There was no confirmed impact on the customer¿s blood glucose level, as the pump could not be turned on to verify. Technical support decided to replace the pump, while the customer planned to use multiple daily injections (mdi) as a backup insulin delivery method to ensure continuity of therapy. Technical support provided instructions for returning the problematic pump using a prepaid label and confirmed the shipping address for the replacement.